Manufacturer narrative:
Analysis was normal, no anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited elective replacement indicator. The device was explanted and replaced successfully. The patient was stable.